Manufacturer narrative:
The customer returned three cables of the same lot code 0625 to the philips failure analysis lab for evaluation. Analysis of the returned cable was performed by the hpm medical consumables & sensor investigator at the philips failure analysis lab. The evaluation included visual inspection, electrical testing, and functional performance testing to reproduce the reported issue. Visual inspection found that the cable has no visible physical damage. The cable could produce a steady signal, the voltage test on pins from the 9-pin connector pin 6 to the 8-pin connector pin 1 showed voltage reading using a hp e2377a multimeter. Functional testing was performed using an intellivue x3, as well as using an ox-sim spo23 simulator, a m1196t and m1191b spo2 sensor, and hp e2377a multimeter. Confirming the test with an et58757 test box and a fluke 115 true rms multimeter showed voltage inside the tolerance, 6.55 to 6.77 k ohms. Based on these findings, the adapter cable did perform as designed, and the customer¿s complaint was not confirmed. For reports on the other two cables returned, please refer to manufacturer's references: (B)(4). Based on the results of the analysis, the product malfunction was unable to be confirmed. Analysis/testing confirmed the cable perform as designed.

Event description:
Philips received a complaint on an sp02 8-pin d-sub adapter cable 3m (8pin) indicating that the spo2 cord will not work. No matter the patient or position, the cord relays a weak pleth signal or no signal and the o2 is always reported low. The device was in use on a patient at time of event; there was no adverse event reported.